Manufacturer narrative:
The device was returned. The angle of the shaft was determined to be greater than the requested tolerance. A special fixture was developed to aid in reducing the variation. Once samples are confirmed to be acceptable to the end user, the prototype fixture will be finalized. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record.

Event description:
It was reported that four tracheal tubes were out of specification. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not required h10: device evaluation was completed. The results were filed with the initial MDR. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updated. H10: device evaluation was completed. The results were filed with the initial MDR. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: event problem patient code: 1994-pain c3303.

Event description:
Additional information was received on 12-nov-2022 via email and attached to complaint object: updated date of event: (B)(6) 2021; the event occur while the device was in use with a patient; the product issue caused or contributed to patient or clinical injury; patient details updated. Item was removed after the patient complained "it hurt inside". The patient did not receive any medical treatment or any additional intervention.